Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the ht50 ventilator inspiration: expiration (I:e) value became 1:1.0. A technician pressed the I:e button then the value became 1:3.0. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device. Reference regulatory report #2023050-2017-05138 previously reported for this issue.